Manufacturer narrative:
Report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 234, 189 and 200 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 109 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 197 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/16/2018 and open vial date at time of call is three weeks. The customer stated he has had no change in medication or diet. Customer stated that he does his testing while fasting. The customer is on insulin. The meter memory was reviewed for previous test result history: result 1: 234 mg/dl date: (B)(6) 2017 time: 12:12pm fasting, result 2: 189 mg/dl date: (B)(6) 2017 time: 11:08am fasting, result 3: 200 mg/dl date: (B)(6) 2017 time: 9:36am fasting, result 4: 154 mg/dl date: (B)(6) 2017 time: 8:11am fasting, result 5: 182 mg/dl date: (B)(6) 2017 time: 8:39pm fasting. -customer states that his readings have been higher and that he has had no change in medication or diet. Customer states that he does his testing while fasting